Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 40 mg/dl, and 84 mg/dl on compact system (meter strip lot 20657941 with expiration date 07/31/2008). Reporter noted that patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Reporter did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The suspect device is the compact test drum.